Manufacturer narrative:
The t:slim pump user guide states that you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm upon waking up. The customer delivered a bolus of insulin prior to going to bed and thought that the auto-off alarm sounded prior to the 12 hour mark. The customer's blood glucose level was not impacted. Tandem technical support reviewed the pump t:connect data and found that the customer had not interacted with the pump for 12 hours and the customer was informed of the information.